Manufacturer narrative:
MDR 8021545-2024-00378 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 15-apr-2024, it was reported that the infusion set tubing was detached from the reservoir on tubing connector and the infusion set was already damaged upon opening the packaging. The patients site location was abdomen. The infusion set had been used for 6-7 days. There was no stress or pull on the tubing and the pump was not dropped. No further information available.